Manufacturer narrative:
(B)(4). Additional information requested and received: can you please clarify when the device jammed during stapling if the device delivered a staple line and cut line? Yes. Did the device lock-out (not staple line or cut line delivered)? No. Or did the device partially fire (some staples delivered and cut line started)? Na. If yes, were the staple line and cut line equal in length? Na. Was the device stuck on tissue when it would not open? They don't know. If yes, how was the device removed? Were the device jaws eventually opened? Unk.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested but unavailable: can you please clarify when the device jammed during stapling if the device delivered a staple line and cut line? Did the device lock-out (not staple line or cut line delivered)? Or did the device partially fire (some staples delivered and cut line started)? If yes, were the staple line and cut line equal in length? Was the device stuck on tissue when it would not open? If yes, how was the device removed? Were the device jaws eventually opened?

Event description:
It was reported that during an unknown procedure, the device jammed during stapling and did not open after five cartridges. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # p5613v. Device evaluation the analysis found that one long60a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.